Manufacturer narrative:
Due to character restrictions in block e1: event site name: (B)(6). The most common complaints associated with express mini 500 (p/n 16400) devices are those related to outpatient and improper use of the device. In outpatient cases, the drain is set up on a patient by a clinician and then that patient is sent home with the drain where they are then responsible for its use and interpretation. This puts the responsibility of using the drain on a person who is not necessarily a trained medical professional with any knowledge of how to use and interpret the device. This leads to the several types of complaints outlined below, all of which share a root-cause of user error due to the user of the drain being unfamiliar with proper use of the drain. While these types of complaints are most often seen in outpatient environments, they can also occur in clinical settings. Device queries: the users sometimes call getinge with questions about the use and interpretation of the drain. These queries stem from the users' inexperience and lack of training with the device. The IFU states that the express mini 500 is restricted for use by trained healthcare providers familiar with cardiothoracic surgical procedures and techniques, including the use of chest drains. In addition to the instructions described for each type of complaint, the IFU states that "the express mini 500 is restricted for use in a healthcare facility. The express mini 500 should not be used for outpatient drainage." This type of complaint has been thoroughly investigated and is known to be cause by user error so further DHR review is not required to understand the issue. The IFU provides adequate instructions for the setup and use of the drain, as well as instructions about the intended users and environments. Outpatient and user error complaints of express mini 500 devices are confirmed. Device nonconformances are not confirmed for these issues. The root cause of these complaints is user error. Escalation determination: outpatient and improper use complaints of express mini 500 are attributed to user error which is currently being handled by the CAPA process. Trend review of these devices is completed on a monthly basis and excursions related to trending is also handled by the CAPA process.

Event description:
The complaint was received via a direct call to the emergency support program. It was reported that the physician instructed the user to drain the chest drain, however, no fluid could be obtained from the port despite a recorded volume of 450 ml. The patient was not short of breath and showed no signs of respiratory distress. Inquiry was made regarding disconnecting the chest drain to remove the fluid, and it was explained that the drain would require replacement in a hospital setting. The user was advised to visit to the emergency room or contact their physician. No patient injury or adverse event was reported.